Manufacturer narrative:
The insulin pump passed the displacement test, self test, and reset error test. No error alarms were noted during testing. However, alarms were noted in the alarm history due to corrupted history files. The insulin pump was received with a cracked reservoir tube lip and a cracked case near the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer received a communication failure when they attempted to upload the insulin pump. In the alarm history an external error, an unexpected restart, and many displayable history check failed on startup alarms were found. The customer was advised that the device would be replaced and agreed to return the product for analysis.